Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the patient began to experience pain and had elevated serum ion levels. A revision procedure was performed on (B)(6), 2010 and the acetabular cup, modular head and two screws were removed and replaced. No further information has been provided to date.